Event description:
New information received states when the patient was seen at the hospital for a follow-up, evidence of externalized conductors were again viewed under fluoroscopy on the right ventricular lead. No resolution was recommended or performed. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to clinic, externalized conductors were suspected via fluoroscopy. No electrical anomalies were detected. No further information is available.